Event description:
During a laparoscopic cholecystectomy procedure, the surgeon was attempting to remove the applier from the surgical site when the applier jaw got hung up on the cannula causing one of the applier jaws to fall of into the surgical site. Minimal additional time required to retrieve jaw. No injury to patient.

Manufacturer narrative:
Teleflex medical is currently still in the process of obtaining the applier for evaluation. If the applier is obtainable for an evaluation, teleflex medical will provide a follow up report.